Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device, arctic front advance balloon catheter 2af284 with lot number 78060-85, and data files were returned and analyzed. Data files did not show any system notices for the date of the event. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for eight injections. The outer diameter of the balloon proximal bonding was within specification. Insertion and retraction tests were performed with no issues with the use of a test sheath. Test co-pilot (competitor product) attached and unscrewed several times from push button luer without any problem. In conclusion, the reported flush, compatibility and air ingress issues have not been confirmed through testing. The catheter passed the return product inspection as per specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, there was difficulty advancing the wire into the co pilot and the catheter. The co pilot was replaced and the procedure was continued. The catheter was re advanced into the sheath. It was noted that the physician was unable to aspirate the sheath and it kept drawing back air into the syringe. The catheter was replaced and the physician suspected there was an issue with the catheter handle. The procedure was completed with cryo and there were no patient complications reported.